Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported patient required long-term intravenous infusion due to lung infection, which resulted in poor peripheral vein function and required a central venous catheter to assist infusion. On (B)(6) 2025, before giving the patient an infusion, the nurse used normal saline to flush the central venous catheter, and the catheter ruptured. The nurse immediately replaced the catheter, flushed the catheter, and then gave the patient an infusion. No harm was caused to the patient.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged extension leg is confirmed; however, the exact cause is unknown. One photograph of the proximal piece of a groshong nxt two-piece connector was returned for evaluation. An initial visual observation of the photograph showed a large hole or split in the tubing of the connector piece near where it connects to the molded suture wings. No details of this damage could be discerned from the returned photograph. Use residue was observed on the sample in the returned photograph. There were no distinguishing features in the returned photograph of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.